Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Event description:
Customer reported false negative result with the binax now covid-19 ag self-test performed on (B)(6) 2023. Repeat testing was performed using a rapid naat test sars cov-2, generating a positive result on the same day. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 212528 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 212528 and device part number 195-430h / lot 209977. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 212528 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. D4-expiration date h3 other text : single use device, discarded.

Event description:
Customer reported false negative result with the binax now covid-19 ag self-test performed on (B)(6) 2023. Repeat testing was performed using a rapid naat test sars cov-2, generating a positive result on the same day. No additional patient information, including treatment and outcome, was provided.